Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the screen needs to be calibrated. The programmer was returned for test and calibration. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus would not align with the cursor at the top left and bottom right of the screen. After 25 points calibration was performed, the stylus aligned with the cursor. Analysis also found an over torqued screw on the top of the bezel that damaged the bezel shield and rear display cover. Power supply was noisy, latch tabs of the power cord bay were broken, and the media bay door was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.